Event description:
It was reported that while using the bd safetyglide¿ needles are clogged. The following was received from the initial reporter: level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Incident details: nurses attempting to dispel air from syringe prior to administration of vaccine. Unable to dispel air. Needle blocked. Problem identified prior to administering vaccine to patient. Nurse having to replace needle prior to administration.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-sep-2023. H6: investigation summary: four samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Three samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported that while using the bd safetyglide¿ needles are clogged. The following was received from the initial reporter: level of harm: no effect - did not reach patient - detected before use or does not touch person during use incident details: nurses attempting to dispel air from syringe prior to administration of vaccine. Unable to dispel air. Needle blocked. Problem identified prior to administering vaccine to patient. Nurse having to replace needle prior to administration.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.